Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to improper handling of the affected device by the user, by way of applying external force such as a fall or rough handling or during the reprocessing procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the eye piece as broken off. The device evaluation also found that the outer tube was bent and there were spots on the optical fiber causing a shallow on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the eye piece was broken off. The issue was found reprocessing. There were no reports of patient harm.